Event description:
The reporter claimed the animas insulin pump has a load step issue. The subject pump allegedly did not push any units of insulin into the tubing during the load step. The prime history showed that a volume of 2.3 units was dispensed. The reporter stated she saw insulin drips during the prime step. There was no evidence of product misuse. The issue was not resolved with troubleshooting. At the time of concern, the patient¿s blood glucose was at 314 mg/dl while the patient felt nausea. The patient took 2.5 units of insulin via syringe. His elevated blood glucose abated to 258 mg/dl. The patient's condition did not meet animas criteria of a serious injury. This complaint is being reported as a malfunction due to the load step issue. The product was requested back for investigation.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up #2: the pump was evaluated by product analysis on (B)(4) 2012 with the following results: no prime issue was duplicated during testing. The pump was opened and the oled and force sensor flex pins were intact with no evidence of dislodging, no defect found on the force sensor circuit. A black box review shows no evidence of "load step malfunction" alarms. No unusual "loss of prime" warnings observed. Performed "ez-prime" operation successfully. The force sensor calibration reading is above specification.

Manufacturer narrative:
A retained cartridge sample from lot #b201737 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).